Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was deployed at mid superior vena cava with tip at right renal vein inflow for bilateral lower extremity deep venous thrombosis. One week later, cta abdomen/pelvis revealed deep vein thrombosis of the left and right common femoral veins and no thrombus off of the filter. Approximately 2 and half years post filter deployment, CT abdomen/ pelvis revealed filter was in place with all of the distal tines extended beyond the wall of the vena cava. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that distal tines of the filter were extending beyond the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.